Event description:
It was reported that the patient had lost 270 lbs and that their implantable neurostimulator (ins) was ¿floating around¿ causing them pain. The patient wanted their ins removed and noted that the doctor who implanted the device no longer works with their ¿product¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent. See also manufacturer¿s report # 3004209178-2014-11817 for the patient¿s other device issue.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).